Event description:
It was reported that during pre-implant in box interrogation, the pulse generator exhibited radio frequency telemetry anomaly; only inductive telemetry was available. The device was not used.

Manufacturer narrative:
(B)(4). Final analysis found that the radio frequency function of the pulse generator was disabled as received. After product code download, normal device function resumed. The root cause of the rf anomaly could not be determined.